Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom was reported via phone call that, the customer had high blood glucose of 482 mg/dl. Customer¿s current blood glucose was 521 mg/dl. Customer treated high blood glucose with manual injection of 9u and syringes. The drive support cap appears normal. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.